Event description:
Subject was identified with a spine fracture in 2005 when physician was reviewing subject's recent angiogram. The subject is 14 months past treatment, and currently, there are no adverse events associated with this event.